Manufacturer narrative:
The tjf-q290v (subject device) was not returned to olympus for evaluation. However, the maj-2315 (single use distal cover) was returned to the manufacturer for evaluation on sept. 7, 2021. The bottom of the front side and the distal end of the maj-2315 were cracked, making it easy to remove it from the endoscope. It was unknown if the user had checked whether there was an abnormality such as a crack on the maj-2315 after it was attached to the endoscope. It was unknown if the user used an anti-fog agent; however, it was suspected that the user did not use an anti-fog agent. Based on the results of the legal manufacturer's investigation, the exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed as follows: -by pushing the tjf-2315 diagonally when attaching it to the endoscope, the load was concentrated on the center line of the tip of the maj-2315 and it was damaged. -an anti-fog agent was probably not used, but if it was used, it is probable that chemical cracks occurred due to the adhesion of the anti-fog agent. The detachment of the maj-2315 from the endoscope may be attributed to the following: - the maj-2315 was in an easily detachable condition from the endoscope due to insufficient attachment. - the maj-2315 was in an easily detachable condition from the endoscope due to damage of the maj-2315. The device history records of the tjf-q290v and the maj-2315 were not able to be reviewed since the serial number and the lot number, respectively, were not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device. G3: investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
Olympus medical systems corporation (omsc) was informed from the user that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, when the user withdrew the tjf-q290v (subject device) from the patient, the user found that the maj-2315 (single use distal cover) was not attached to the tjf-q290v. The user checked the patient and found that the maj-2315 was caught in the patient's throat. The user retrieved the maj-2315 from the patient. It was observed that the maj-2315 had been torn in two at the tear-off line. There was no report of patient harm associated with the event. The serial number of the subject device is not known. This report is related to complaint number (B)(4), which was documented for the issue with the maj-2315 and reported under medwatch number (B)(4).